Event description:
It was reported that the insulin pump alarmed an error alarm, which could not be cleared due to an unresponsive act button. The customer did not know the blood glucose reading. The customer stated that he had reverted to his back up plan 2 weeks prior, since the issue began. He noted that he had been in a really humid area on the beach but was unsure whether the device had been exposed to moisture. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with unresponsive buttons, due to corroded keypad traces. Insulin pump received with moisture damage at electronic and motor assemblies, cracked case at display window corners and minor scratches on lcd window.